Event description:
It was reported that the patient with this sling experienced urinary incontinence and is probable that the sling did not perform as expected. During ongoing use of the sling device, the patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) device o patient complications were reported.